Event description:
It was reported that the device has faulty hard drive. Not rebooting at all. System is hanging for over an hour. There was a surgical delay greater than 30 minutes. The procedure was completed with a backup device with no patient injury reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.